Manufacturer narrative:
A boston scientific technical services consultant informed the caller that this device does not have that feature. The consultant discussed other programming options for this patient. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient experienced some syncopal episodes. The caller was inquiring about the sudden brady response (sbr) feature for this device.